Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front therapy electrodes. The area was described as burn-like, red, raw, watery and not bleeding. The patient's doctor advised her to let the area air-dry. The final medical outcome of the irritation was unknown.